Manufacturer narrative:
(B)(4). Evaluation, results: stent graft misplacement, death. Physician's glove was caught in the delivery handle. Conclusion: physician's glove was caught in the delivery handle.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm one month ago. Vessel morphology was reported as the aortic neck was 22 mm in diameter at the renal arteries and 20 mm in diameter 15 mm below with moderate angulation and no calcium or thrombus. The iliac vessels were non-tortuous and non-calcified, and right iliac was 24-26 mm in diameter. The main body was delivered via the left side. During the deployment, the physician was watching the monitor but not the delivery system; during the middle of deployment of the bifurcated stent graft, the physician's glove became caught in the handle of the device. As a result, the stent graft cover got jammed, and the physician could not deploy the graft any further. The stent graft ended up 1.5 cm distally below the intended landing zone; no endoleak confirmed. The initial wire was removed, but a new wire was unable to be inserted. A troubleshooting technique to remove the outer cover of the handle with hemostats was performed, and the stent graft was able to be deployed 6 mm below the renal arteries. There were good seals, and no endoleak. The physician did not want to add an aortic cuff. No further clinical sequelae were reported; however, it was reported that the patient expired on an unknown date.